Event description:
Reportedly, the screen of the smartview connect indicates that the app is not responding.

Manufacturer narrative:
Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as a message indicating that the application is not responding was displayed on the screen. Analysis of extracted expertise files revealed that the ok button was most probably clicked in the last instruction screen, which launched two programs at the same time instead of one. As the next steps could only be treated correctly by one of the two programs, the other one incorrectly considered the pairing as completed, which opened the wrong page in the app and led to the observed crash.

Event description:
Reportedly, the screen of the smartview connect indicates that the app is not responding.